Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to a product performance issue. Several attempts to obtain additional information were unsuccessful. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed all testing. The lead appeared intact and undamaged.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to a product performance issue. Several attempts to obtain additional information were unsuccessful. The lead was never in service. No adverse patient effects were reported. This supplemental report is being field because device evaluation was completed.